Event description:
The needle fell into the patient's cavity but was immediately retrieved.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a sleeve gastrectomy, the needle fell out of the first device twice. A second handle was used, the needle on the second handle bent badly and could not be toggled. A third handle was used and worked fine. There was no injury to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.